Manufacturer narrative:
Additional product codes: ktt. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a proximal femoral nail-ii antirotation (pfna-ii) system was implanted for femoral trochanteric fractures. One week after the surgery on an unknown date, the position of the blade shifted improperly. Two weeks after the surgery, the blade was scheduled to be removed. Currently, the patient is under non-weight bearing and has no pain around the femur. Another surgeon, different from the one who performed the surgery, evaluated the patient and commented as follows; the entry point of the nail was on the lateral side of the femur, the blade was shorter than the adequate length. Thus, the surgeon (who implanted the device) assumed that the event had been caused by improper operation of the devices during the surgery. There was no patient harm reported. Concomitant device reported: proximal femoral nail-ii antirotation (part# 472.100s, lot# l950661, quantity# 1). This report is for one (1) pfna-ii blade l80 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.027051s; lot: l855737; manufacturing site: bettlach; supplier: frueh ag; release to warehouse date: april 17, 2018; expiry date: april 01, 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.